Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that stent deployment issues occurred. The target lesion was located in the left circumflex (lcx) artery. Following predilation using an unspecified balloon catheter, a 2.50mm x 8mm liberté¿ bare metal stent was selected and advanced to treat the target lesion. However, when the device was inflated, it was noticed that the stent did not open. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with a liberte shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. There was a complete hypotube separation 24.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies and the stent was successfully expanded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).